Manufacturer narrative:
The device was not returned to zoll medical corporation but a company technician evaluated the unit on-site. During voltage testing on the device, a fault was identified on the power board. The power board was replaced under warranty, resolving the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that before use, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported issue.